Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level as the details regarding blood glucose impact were unknown or not provided. Technical support assisted the caller with resetting the pump, and the same malfunction did not recur after the reset. The customer was advised to continue using the pump and contact support if any malfunction reappeared, which the caller understood and acknowledged.